Manufacturer narrative:
Please note that this device submarine rapido is distributed outside the united states, however, it is similar to the united states distributed product submarine plus. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess the performance of medtronic¿s submarine rapido 0.018" rx pta balloon catheter. Survey results received for an interventional cardiologist with 7 years¿ experience. The respondent has been using medtronic¿s submarine rapido 0.018" rx pta balloon catheter since august 2018. Overall, the respondent has used medtronic¿s submarine rapido 0.018" rx pta balloon catheter in a total of 34 procedures since beginning to use the system. Of these procedures, the devices were used for dilatation of stenoses in patients with obstructive disease in supra-aortic arteries (6), iliofemoral arteries (6), femoral arteries (7), popliteal arteries (3), infrapopliteal arteries (4), renal arteries (5), and carotid arteries (3). Within the last 12 months the physician has used medtronic¿s submarine rapido 0.018" rx pta balloon catheter in a total of 14 procedures. Of these procedures, the devices were used for dilatation of stenoses in patients with obstructive disease in supra-aortic arteries (2), iliofemoral arteries (2), femoral arteries (2), popliteal arteries (1), infrapopliteal arteries (2), renal arteries (2), and carotid arteries (3). The respondent has not used medtronic¿s submarine rapido 0.018" rx pta balloon catheter in any other anatomical locations other than those described above. The respondent reports complications of dissection of the dilated artery associated specifically with dilation which were deemed as being device related. The dissection of the dilated artery complications were considered to be somewhat concerning. The dissection was due to rupture of the balloon.